Event description:
Reporter stated she performed two sets of back-to-back blood glucose testing a day apart. Both sets of tests were done within 10 minutes of each other. The first set was 145, 158, 173 and 103 mg/dl, two with same fingerstick. The second set was 146, 176 and 162 mg/dl with separate fingersticks.